Event description:
On routine rn skin assessment pt was found to have reddened areas and multiple blisters on buttocks and posterior thighs. Seen by dr. Aqua k use discontinued. Pump removed from service. Sent to stores/distribution.